Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the olympus pk7300 automated microplate system. The fse found clot buildup in the lower cup of the wash station drain line. The fse cleaned out the wash station drain line to resolve the issue.

Event description:
The customer reported an uncontained deionized water leak, involving the beckman coulter pk7300 automated microplate system. Approximately one (1) gallon of deionized water leaked underneath the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, and gloves at the time of the event. The customer slipped and fell as a result of the uncontained water leak and went to the clinic with a swollen knee. The customer was sent home.